Event description:
On 23 april 2026, it was reported by a sales representative via email that an ar-3636h-1, self bunching kl 1.8 fibertak hip was reported to be faulty. As part of an acetabular labral repair, the surgeon completed the repair with three anchors (ar-3638h-1). For the third anchor, the surgeon deployed the anchor in the bone, set the anchor per the surgical technique - only to find that the anchor had a manufacturing fault where the repair stitch and only one half of the shuttling stitch was present. We had to drill through the anchor and insert a subsequent one. This occurred on (B)(6) 2026 during a hip arthroscopy, acetabular chondroplasty, labral repair, and femoroplasty procedure. The case was completed successfully, drilling through the anchor with the manufacturing fault and inserting a subsequent anchor that deployed without issue. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.